Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was transferred from an outside hospital due to ongoing infection. The patient had weakness and right leg numbness. Neurology was consulted and a head CT was performed which showed a left thalamic ishemic infarction, suspicious for small vessel ischemia, no major occlusion or atheroembolic source, and no mycotic aneurysm or vascular malformation was seen. It was suspected that the source was cardio embolic in nature, given the concurrent use of lvad. A follow up CT of head showed no right parietal hyper-attenuation. The anticoagulant at the time of event was warfarin. No further events have been reported at this time. The hmii lvas instructions for use lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-01772 for the report of the patent's ongoing infection. (B)(4). Approximate age of device- 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2015. It was reported that on (B)(6) 2017, the patient was transferred from an outside hospital due to an ongoing infection. It was suspected that the patient had a stroke due to weakness and right leg numbness, which was confirmed by a CT. The CT showed left thalamic infarction, suspicious for small vessel ischemia, no major occlusion or atheroemboli source, no mycotic aneurysm or vascular malformation was seen. An echocardiogram showed echodensity on the aortic root. Follow up CT of head showed slight improvement, the right parietal hyper-attenuation was not seen as previously was visualized. Anticoagulant at the time of event was warfarin. The patient is currently going to be hospitalized for a prolonged period. No additional information was provided.